Event description:
It is reported that the pt was revised for suspected infection. No infection was found.

Manufacturer narrative:
Eval summary: surgical notes of first revision surgery are not available to study any deviations in the surgical procedure. Though the second revision surgical procedure reveals that there was considerable scarring found throughout the knee, nothing is conclusive without the availability of pre-op and post-op x-rays. With the available info, probable reason for pt's pain/infection post revision cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product.